Event description:
It was reported that cartridge alarm 30 occurred and did not happen during cartridge loading, and caller had not experienced similar alarms with this pump before. There was no adverse impact to the customer's blood glucose level. Caller loaded new cartridge using proper technique with assistance from technical support, was able to successfully resume insulin therapy, and no additional information was received regarding further outcomes.